Manufacturer narrative:
The involved screw was not available to the company, thus it's examination was not possible. It is noted, though, that several attempts were made to receive the implant, as well as additional details of the case, yet without success. The company did receive a photo of the involved pedicle screw. Based on the photo, the screw disassembled. The carboclear pedicle screw is provided as an assembly of the screw and the "tulip" (housing of the screw head). In the involved case, the components disassembled, possibly by applying force upon connecting the screw to the screwdriver. It is noted, that reassembling of the screw is feasible during operation. Alternatively, the screw may be removed (e.g., using carboclear extractor) and replaced with another screw (as was conducted in the discussed case). Importantly, the pedicle screw was successfully retrieved from the bone.

Event description:
During a surgery in (B)(6), a pedicle screw disassembled (the "tulip" disconnected from the screw); the screw was gripped by a plier and removed (unscrewed).